Event description:
Consumer alleges that "when she went to use the nebulizer, the concentrator got really hot and so did the tubing. States she didn't smell any burning or see any sparking. No smoking or arcing. Consumer alleges that it was not too hot to hold, but the tubing was getting soft because of the heat. This happened the first time that she used it."

Manufacturer narrative:
(B)(4). This MDR is filed late due to trackwise update rollout. No RMA has been initiated for this issue. Model irc1705, serial number/date code (B)(4) is approximately 7 months old. The owner's manual part number 1148073 rev b (dec-08) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Malfunction has not been confirmed.